Event description:
Pt's skin, urine, and stool turned blue after receiving blue dye in tube feeding formula via color mark tubing. Pt was septic at the time which may have contributed to systemic absorption of the dye. Pt expired. No autopsy completed. The tube feeding and blue dye was administered for a total of 40 hrs at 15-35 cc/hr. The feeding was stopped several times secondary to high residuals. Pt was made a "do not resuscitate". Breathing treatments were stopped (except ventilator). Pt's blood pressure dropped very low to the point that it could not be found and pt stopped breathing.